Event description:
It was reported that there was intermittent left ventricular loss of capture. The lv pace impedance was also variable (still within normal limits). Technical services recommended assessment of the lv lead. The lead remains in service and no adverse patient effects were reported.